Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that implant #14 was placed on (B)(6) 2019 tsvmb10 lot# 1225468. The office was closed for 3 months due to covid and the healing cover was loosened and lost as a result the threads were stripped from the patient chewing on it. The doctor is requesting a retreading tool asap.

Manufacturer narrative:
A imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 14 and was used for approximately 1 year and 3 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1225468). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1225468) for similar events and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported events were non-verifiable.

Event description:
No further event information available at the time of this report.